Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 02/15/2007; inratio: 1.3 (10.02am); lab: 4.6 (3:45pm); mean: 3.0; confidence limits: 1.8-4.2. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are not within the confidence limits for inr testing. However, per tr# 0150, 3 hours is considered a reasonable length of time between two readings in order for a comparison to be valid. The time between the tests between the inratio and lab is greater than 3 hours. The results are not considered discrepant within the context of the documented variability for inr testing. However, based on the fact that the patient was actively bleeding and was admitted to the hospital, this qualifies as an adverse event.

Event description:
Caller alleged inaccuracy with inratio. Results as follows: inratio: 1.3 lab: 4.6. Patient was medevaced to hospital and was actively bleeding.